Manufacturer narrative:
(B)(4). The rt021 is sold in the USA but has no 510(k) number as it is considered a class I device. The complaint rt021 catheter mounts are currently en route to fisher & paykel healthcare (B)(4) for evaluation. We are in the process to determine if fph's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital reported via a fisher & paykel healthcare (fph) field representative that several rt021 catheter mounts were "broken". The customer noticed it before use on a patient and when the ventilator alarmed before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The rt021 is sold in the USA but has no 510(k) number as it is considered a class I device. Method: four complaint rt021 catheter mounts were returned to fph for investigation and all devices were visually inspected. Result: visual inspection revealed that one catheter mount had the tubing cuff split at the connector end. The other three catheter mounts had the tubing cuffs split at the swivel end. Conclusion: we are unable to determine the cause of the damage observed on the returned rt021 catheter mounts. All rt021 catheter mounts are pressure tested prior to release for distribution. Any catheter mount with a split tube would have failed the pressure test and be rejected from the production line. This suggests that the returned catheter mounts were damaged after they were released for distribution. Our user instructions that accompany the rt021 catheter mount state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A hospital reported via a fisher and paykel healthcare (fph) field representative that several rt021 catheter mounts were "broken." The customer noticed it before use on a patient and when the ventilator alarmed before use. There was no patient involvement.